Event description:
Distributor stated that the product was returned to them labeled as defective. No other description is available. User facility stated that the suture broke during use. There were no pt adverse consequences and no pt info available. It was reported that the dr obtained a replacement suture and continued the procedure.